Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient experienced substernal chest discomfort. The lead was repositioned and remained in use. It was further noted that a few months after the lead was repositioned, the lead was explanted and replaced due to the patient experiencing chest pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.